Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, a patient reported glare, halos, ghosting and inability to read. The lens was explanted. Additional information, including patient status, has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 03/14/2008, 04/03/2008 and 04/07/2008 by fax, mail and phone.